Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a failure occurred with the 150 micron tfl ball tip single use fiber. The fiber was connected in the standard fashion to the soltive at a setting of 0.2j and100hz. A short pulse duration was selected and immediately upon hitting the pedal for the first time, there was a noise from the connector. The fiber optic part of the fiber was detached from the connector and the very end of the connector ignited with a small flame. The customer instantly recognized the abnormal sound and put a wet towel over the connector that extinguished the flame. Afterwards, the connector was removed from the fiber. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The fiber was returned in sealed tyvek package. The failure mode of fiber break was confirmed at the proximal end of the fiber. There are slight burn marks that confirm the sparking/fire coming from the connector. There is indication of light use from slight burn back of the distal end of the fiber. There are no other physical deformities or issues with the fiber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the fiber break was due to combination of the strain relief not properly reducing the strain on the connector and possible mis-handling by the user. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).